Manufacturer narrative:
Analysis was performed by remote service personnel which included alarm log review and troubleshooting. The results of the analysis indicated that the alarms on the servo-u device were suppressed and therefore, the audio off in the alarm banner was displayed and no audio was played when the red alarm occurred. The customer confirmed that at 20:31 alarm pause was pressed on the servo-u ventilator. The servo-u ventilator is not a philips product; however, based on the information provided by the customer, if you set an alarm pause on this device, no alarms will come through for 2 minutes. The philips device was working as intended and designed. It was indicated that the servo-u ventilator was also working as it is designed; therefore, the customer did not report the issue to that manufacturer. Based on the results of the analysis, the product was confirmed to be operating per specifications, and the cause of the reported problem was the user paused the alarms on the non-philips device. The issue was resolved by providing information to the customer. A review of the service history for this device shows the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on a patient information center ix indicating that on (B)(6) 2025 at approximately 8:32 pm, a red alarm "vent disconnected" (audio off) was generated along with a 3-star red alarm "mvexp low" (alarm off). The nurses didn't hear any alarm sound and missed the alarm. The device was in use on a patient at time of event; there was no adverse event reported.